Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an irregular heart rate. It was also reported that the patient was concerned that their implantable pulse generator (ipg) is not working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.